Manufacturer narrative:
Three opened knife samples with foam protectors were received by manufacturing taped to cardboard for the report of being dull. The samples were visually inspected and all three samples were found to be nonconforming with dull cutting edges at the tip of each knife. Penetration testing was then performed on all three samples. One sample was conforming and two samples were found to be nonconforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the lot for the reported issue. The root cause of the dull tips found in this investigation is over polishing during the manufacturing process. This complaint was reviewed with the applicable production personnel to raise awareness of this issue and was documented on the facility's CAPA/review training form. An investigation has been completed and action is presently being implemented to reduce the frequency of complaints for dull tips. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that six knives were dull and unable to make the incision during separate cataract surgeries. Alternate knives had to be obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.